Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by a consumer that the scales markings on a bd insulin syringe with the bd ultra-fine¿ needle 0.3ml 31gx5/16" were found incomplete/missing. There was no report of medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (2) 3/10cc, 8mm, 31g syringes in an open poly bag from lot # 6228804. Customer states that there are incomplete scale markings. Both returned syringes were returned with the hub-needle/shield assembly separated from the barrel. Both barrels were examined and both exhibited a damaged barrel tip and missing scale markings on the barrel. Samples will be forwarded to manufacturing ((B)(4)) on 08dec2017 for further review. As per manufacturing, a review of the device history record was completed for batch #6228804. All inspections and challenges were performed per the applicable operations qc specifications. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (missing scale markings and damaged barrel tip). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the investigation, no CAPA is required at this time. Root cause description: possible root causes for missing scale markings include: damage to the pad. Print drum not touching the pad for ink transfer. Pad heat set incorrectly. Print head timing out of adjustment. Pad indication set incorrectly. Plugged ink nozzle. Ink pump fault. Ink nozzle set incorrectly. Brass roller set incorrectly. Worn print head bearings. Possible root causes for damaged barrel tip: packed in the carton incorrectly. Conveyance of syringes to the packaging equipment (pea-shooters) has the potential to bend barrel tips.